Event description:
It was reported that patient tripped and fell on left side yesterday. Patient thinks the stimulation is in the same areas as before the fall. Patient said their leg pain is worse because of the fall. Patient lives several hours away so she is waiting to meet with her physician on her next scheduled appointment in mid (B)(6). On 2022-nov-21 information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported 3.5 weeks after implant date they fell and 6 weeks later they had an x-ray done that showed the 2 leads migrated down half a vertebrae for one lead and down a full vertebrae for the other lead. Pt noted 4 out 14 electrodes were not working. Pt noted they were scheduled to have the leads replaced. Patient services specialist (pss) documenting reported information.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2022, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-apr-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 29-apr-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported the patient's leads were removed and replaced on (B)(6) 2022. The disposition of the leads was unknown. The issue was resolved.

Event description:
Rep reported the fall in 2022 and subsequent need to replace both leads and the implantable neurostimulator (ins). It is unknown why the ins was replaced. The devices were likely discarded.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead, product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead, product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead, product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the leads were replaced due to contacts being damaged during the fall. Patient continued to [have] device issues and complained of intermittent overstimulation events that were not positional. Patient would have those while at rest without any movement. Implantable neurostimulator (ins) replacement was recommended for that reason. Overstimulation resolved with ins and lead replacement. Cause was said to be unexplained. Overstimulation started after the patient's fall.